Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced hematuria with a urinary tract infection, mild cystocele, small area of erythema on the left lateral bladder wall, mild to moderate acute inflammatory changes with follicular cystitis, device erosion at the anterior midline approximately 3 cm from the urethral meatus, recurrent urinary tract infections, vaginal bleeding with vaginal pain, urinary incontinence when waiting too long to void, explantation of vaginal device under general anesthesia.